Manufacturer narrative:
The device was returned for investigation. Smiths tampered seal label was intact; screen was scratched. There was evidence of the reported allegation found in the event log. A functional test was performed and confirmed the reported problem. The moment the device was powered up the device started double beeping. The root cause of the reported failure can be attributed to the downstream sensor which was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that continuously beeping occurs. No patient injury was reported.